Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Patient's representative reported rupture of the right device. Device was removed due to "risk of developing bia-alcl". The device has been explanted. Explanting physician reported "swollen, painful lymph nodes" and pain in the lower part of the right breast and thoracic spine. MRI confirmed intracapsular rupture and reactive lymph nodes.